Event description:
"S/p b submusc periareolar surgitek bilumens (? Size - pt thinks 330cc) for augmentation. Denies h/o trauma to breasts but thinks they may be smaller. There has been no change in texture/firmness as far as is aware of - denies local c/o's but c/o systemic probs, which began suddenly in 1994 - was dx'd with acute mono - this acute portion cleared within 3 wks but fatigue/myalgias persist. C/o's include myalgias (+ am stiffness), arthralgias, dysesthesias/paresthesias, fatigue, sleep disturb, swollen glands, fevers, rec sinus probs, hot flashes/chills/sweats, headaches, dizzy spells, memory probs, dry mucus membranes, oral sores, rashes, sen sun/chem, gi/gu/menstrual disturb. Pt had mammogram in july - reportedly nl, fh - breast ca. Pt is otherwise healthy."